Event description:
Reportedly, the instrument was fired but the staples did not fire. The surgeon cut the rectum and released the device and no staples deployed. Procedure: low anterior resection patient sex: unk